Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead would not advance with wire in place. Upon removal of lead from the sheath, physical deformity was noted on the right ventricular (rv) lead. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. This report is being filed to correct the h1: type of reportable event. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned intact and not severed. Helix retracted. Noted dried blood/body fluid in helix housing. No sign of setscrew marks noted on the terminal pin. Helix mechanism test passed in lab setting. Continuity testing passed indicating conductors are intact. Hipot test passed indicating no electrical shorts between conductors. A pressure test passed indicating the lumen/outer insulation was intact. A stylet insertion test passed without issue indicating no blockage in the lumen. Visual inspection revealed no abnormalities as the lead and tip appeared normal. Laboratory analysis confirmed the reported allegation.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead would not advance with wire in place. Upon removal of lead from the sheath, physical deformity was noted on the right ventricular (rv) lead. The lead was never in service. No adverse patient effects reported.